Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that there was flickering video output when the connector is moved. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors unrelated to the manufacturing and design of the device which could have contributed to the reported failure; include a damaged connector.

Event description:
It was reported that the camera head was not working. It is unknown if there was a delay. It is unknown whether the event happened during surgery and if there was patient involvement. No further information. Results of investigation have concluded that this unit had flickering video output which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.